Event description:
It was reported that noise was observed. All electrical parameters were normal. The noise was confirmed on pocket manipulation. The pocket was opened to perform a tug test and the lead was found to be secure in the ICD header. Pocket was closed and noise was still present. The physician replaced the device, but the lead noise was still present. The physician elected to leave alone since the patient was not dependent and the noise would not affect therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.